Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator. It was reported that a 0x0002 clock too slow power on reset was seen while the manufacturer representative was interrogating the implantable neurostimulator (ins) prior to implant that day. The ins was not implanted because of this code. There was no patient involvement and therefore no patient symptoms reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found the device was functionally okay with insignificant issues. When the ins was received for analysis, a clinician programmer showed implant life had not been started and that a power on reset (por) had occurred; however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the clinician programmer would not allow the ins output to turn on. After ending the clinician programmer session and starting a new session, the clinician programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial clinician programmer session had cleared the por. Further testing showed that this is how the functionality worked for this device when starting the implant life after the por bit has be en set.

Event description:
Additional information received from the manufacturer representative reported that the implantable neurostimulator (ins) battery was showing an error message when the manufacturer representative read it out before opening. The device was not used within the patient. There was no patient death reported.